Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other seven perclose proglide devices are being filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the bilateral common femoral arteries was attempted with eight proglide devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, with 3 proglide devices, "the needles exited without the suture after firing". The sheath was upsized to a 14f and 16f. The evar procedure was completed. During knot advancement of 5 proglide devices, pulling on the rail suture caused the whole suture to exit the artery. There was no arterial injury. A bilateral surgical cut down was performed. Hemostasis was achieved via surgical suturing. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.